Event description:
It was reported that during a procedure the tip of the device broke off and was later removed from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported failure mode was confirmed upon visual inspection of the returned unit. The tip of the inserter assembly had broken off at the welding area. However, the broken piece was not returned for evaluation. The distal end of the tube assembly appeared slightly bent. Review of the device history record for the subject part and lot number disclosed no discrepancies that could be associated to the reported issue. Probable root cause(s) for the reported failure could be attributed, but not limited to: welding issues (e.g. Incomplete/off-centered) and/or excessive torque exerted on the device during insertion (user). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure the tip of the device broke off and was later removed from the patient.